Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient woke up with right hand and arm weakness. Computed tomography angiography (cta) revealed that the stent was clean with no evidence of new thrombus. Additional information obtained on (B)(6) 2022 indicated that there was microemboli in the left frontoparietal lobe on the magnetic resonance imaging (MRI). The patient condition was still as reported. No surgical intervention was planned or performed.